Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer did not report resetting the pump within the past 24 hours, so technical support provided information and assistance to reset it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.